Manufacturer narrative:
The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the no "power off alarm" sound during smr upgrade. An elective controller exchange was performed and it was stated that there were no effect on the patient. No additional information provided. Investigation is ongoing.

Manufacturer narrative:
One controller ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via functional testing. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to the lack of a 'no power' alarm when both power sources were disconnected from the controller. Further investigation revealed that the internal nimh battery (bt1) which drives the 'no power' alarm had a faulty cell. The most likely root cause of the reported event can be attributed to a faulty cell on bt1. The manufacturer has opened an internal investigation to evaluate the internal batteries which drive the 'no power' alarm.